Event description:
It was reported that the system was removed due to a suspected infection; results of cultures obtained were pending. There were no pt signs or symptoms reported and device troubleshooting was not performed prior to system explant. Add'l info has been requested from the hcp, but was not available as of the date of this report.